Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). It was noted that there were no issues with the device. An explant surgery was performed. No more information available at the moment. Should additional information become available, it will be provided.